Event description:
It was reported to the manufacturer, by the end user, per the end user, that patient is a fall risk and keeps trying to get out of bed by herself. The cover for the mattress was removed and a flat sheet was placed by the facility. The patient has fallen several times. She had fallen once last night at 10:30 pm and saturday at 6:00 am. They are going start using a bed alarm. She states this is the fifth fall since april 11th. There are motion detector cameras on her at all times. Service order (B)(4) has been scheduled to swap out the dflal and quarantine it in the warehouse. The falls only occur when she is alone. Complaint # (B)(4) was entered into our system.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.